Manufacturer narrative:
The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that during a tricuspid valve replacement surgery, this atrial lead was exhibiting impedance measurements greater than 2500 ohms. Normal sensing and capture was noted. However, the lead was found to have micro-dislodged as a result of the procedure. The lead was removed from service and surgically abandoned. No adverse patient effects were reported.